Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator experienced arterial air and arterial pressure alarms which they could not resolve. The operator unsuccessfully attempted to resolve the alarms for 10 minutes prior to calling nxstage for assistance. Rinseback could not be performed due to the elapsed time spent troubleshooting the alarms, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction related to the arterial air sensors. The cycler returned to nxstage for evaluation and testing. The cycler air sensors performed within specification with no problems noted. Data log file review for this treatment did not identify any system problems. The occurrence of both arterial pressure and arterial air alarms are indicative of inadequate blood flow which may be caused by an arterial access flow problem or a kinked or clamped arterial patient line. The user's guide instructs to perform rinseback in the event of an unrecoverable alarm or power failure before blood coagulation occurs. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage reviewed the blood loss with the facility. Nxstage considers this report closed.